Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, causing it to shut down. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump.